Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. The indication for placement of the device was deep vein thrombosis of the left iliac and common iliac veins. The device was implanted via the right femoral vein at the upper border of l3, the patient tolerated the procedure well and there were no reported complications. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and occlusion of the iliac vein. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile form (ppf) indicated the patient became aware of the device being embedded and perforation of the device outside the inferior vena cava (ivc) wall. It was not reported how the patient became aware. The patient is also reported to be continuing to experience blood clots, clotting and or occlusion of the ivc and anxiety related to the device. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images available to review, the reported, perforation and embedded into the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction and may be related to patient, pharmacological and/or lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of (B)(6). The plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and occlusion of the iliac vein. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction and thrombus formation are potential complications of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of (B)(6). The plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and occlusion of the iliac vein. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.